Event description:
It was reported that a patient underwent a procedure with implantation of an interbody device. Approximately three months post op, it was discovered that the cover plate popped off from the implant cage. No revision surgery is planned at this time. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.